Event description:
Pt's initial: (B)(6) date of awareness: 02/24/2023. Provider: rems ID: (B)(6). Reporter:(B)(6) pharmd. Causality: per ed(emergency department) note on (B)(6) 2022, a 38 y/o female with pah(pulmonary arterial hypertension) on ambrisentan who was admitted on(B)(6) 2023 for vascular catheter malfunction. She has been alerted with intermittent high pressure alarm on cadd pump since (B)(6) 2023 at (B)(6) hospital. Because of recurrent problem with malfunction, decision made to exchange the hickman catheter and it was replaced without complication on (B)(6) 2023. Cadd pump was infusing veletri well." Likely not an ae associated with ambrisentan. Reference report: mw5115363.